Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The initial esheath, delivery system and valve were discarded and were not available for evaluation by edwards lifesciences. Without the devices, visual inspection, functional testing and dimensional analysis could not be performed. No case imagery or device photographs were provided for review. Lot history review revealed no other similar complaints. Complaint history review indicated the occurrence rate did not exceed the april 2019 control limit for the applicable trend category. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformance's that could have contributed to the reported event. The IFU and training manuals have been reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. During the manufacturing process, the esheath shaft component undergoes multiple 100% visual inspections. The esheath tip undergoes multiple visual and dimensional inspections under 8x to 20x magnification. During final inspection, the esheath component undergoes multiple 100% dimensional and visual inspections. Following sterilization, sheath expansion testing, visual inspection and expander insertion force testing is performed during product verification (pv) testing on finished devices under a sampling basis. These inspections during the manufacturing process support that it is unlikely that a defect in manufacturing contributed to the complaint event. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. Most patients undergoing the tavr procedure are elderly with multiple co-morbidities. Incidence of vascular complications ranges from 2% to 26% with transfemoral access and is related to vessel size, tortuosity and degree of occlusive disease in the access artery. The minimum required vessel diameter to safely accommodate a 14 fr sheath is 5.5 mm. In this case, the complaint for sheath shaft ¿ resistance was not able to be confirmed since no procedural imagery or devices were provided for evaluation. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. Per training material push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification. These can create a difficult insertion pathway and increase the level of resistance felt upon insertion of the delivery system. As mentioned in the description there was mild tortuosity and calcification. Additionally, past complaints have suggested that procedural factors such as improper flushing/wetting of the devices, incomplete/misaligned valve crimping, incomplete advancement of the loader, and residual fluid left in balloon during prep may contribute to the resistance observed. Although a definite root cause of the event cannot be determined, available information suggests procedural factors (improper crimping of the valve, improper flushing of the devices, residual fluid in the balloon), in addition to patient factors (borderline access vessel mld, vessel calcification, vessel tortuosity) may have contributed to the reported resistance between the initial esheath and delivery system. The reported resistance and advancement difficulties may have contributed to the dissection in the eia and subsequent placement of a vascular stent. No labeling/IFU/training inadequacies and no manufacturing nonconformance were identified during evaluation. Review of complaint history revealed that the occurrence rate does not exceed the april 2019 control limit for the appropriate trend category. Therefore, no corrective or preventative action is required.

Manufacturer narrative:
Corrected information received indicated the access vessel mld measured 5.0mm, not 5.5mm as previously reported. Therefore, to patient factors (less than adequate access vessel mld, vessel calcification, vessel tortuosity) may have contributed to the reported resistance between the initial esheath and delivery system. Additional information received indicated a 23mm sapien 3 valve was implanted during the tavr procedure.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our affiliate in (B)(6), during a transfemoral tavr procedure, ¿more than usual¿ resistance was noted during the insertion of a 14fr esheath in the right femoral artery. During the insertion of a commander delivery system and sapien 3 valve (model and size not provided) through the esheath, the delivery system could not be advanced and was withdrawn together with the esheath. An 18fr dryseal flex introducer sheath was then inserted. A new delivery system and valve were then inserted and advanced through the sheath. The sapien 3 valve was deployed without any problems. Post valve deployment, following the removal of the sheath, angiography was performed. A dissection in the external iliac artery (eia) was observed. A stent was placed for treatment. The patient was transferred from the operating room in stable condition. The valve remains implanted in the patient. The access vessel minimum luminal diameter (mld) measured 5.5mm with mild vessel calcification and mild vessel tortuosity reported. The initial esheath, delivery system and valve were discarded following the procedure and are not available evaluation.